Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 419 mg/dl at the time of the call. The customer was given glucose to treat. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was running high due to a bent cannula. The customer treated the high with a pump bolus and 20 units via a manual injection. The customer went low after over treating for the high. The insulin pump will not be returned for analysis.